Event description:
Message sent to provider: I have a serious problem. My device has been increasingly malfunctioning. It started by not working when activated near the end of a sleep cycle. I realized this when I forgot to turn it off, because there was no pulse. The next evening, it showed it was on pause, not off. Then, I could not reactive the device. I didn't think much of it until it happened regularly. I started being more careful about ensuing it is off when I wake, even when there are is not pulsating. Now, it almost never works for longer than an hour through a night. I haven't slept reasonably for weeks and wake constantly. It has affected all parts of my life. I started googling and found there was a recall. I am shocked I was never notified. I have kaiser now and they don't cover inspire, which leaves me optionless. I need something done very quickly, as I can't function this way. Now, I did get a hold of inspire and there is no urgency to remedy the issue. They just say I should set an appointment. If it were my company, a defect issue would be priority one. I cannot get any urgency to run the diagnostic, do a sleep study and replace the device.